Manufacturer narrative:
Complaint is not confirmed. Upon visual inspection, it was noted that the device wheels show marks of too much force used to move the suture wire forward/backward. The tip of the suture wire was damaged. Functional testing reveals that the wheels actioning the suture wire work as required. The most likely cause of this condition is user error.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The probable cause of the event could not be determined from the information available and without device evaluation. As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending per (B)(4).

Event description:
On 06/08/2023, it was reported by a sales representative via sems that an ar-6068-90l quickpass lasso was opened to facilitate suture passing around the labrum. The lasso's nitinol wire would not deploy through the needle tip. This occurred on two different lassos. The case was completed with no adverse effect to the patient.